Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable before patient testing. The customer performed system maintenance of cleaning the wash container and the sample/reagent probe. The sample/reagent pipettor was primed and a liquid level detection voltage was checked. The field service engineer discovered a system alarm of liquid level detection occurred before the discrepant result. He cleaned the system water tank and the water inlet filter. He checked the water conductivity and liquid level detection. He adjusted the sample/reagent probe.(B)(4).

Event description:
The initial reporter questioned a high elecsys ft4 iii assay result on a cobas e411 rack. The customer provided a questionable result for one patient. Refer to the attachment on the medwatch for all patient data. The initial ft4 result was reported outside the laboratory to the physician. The initial result was questioned by the physician, and the laboratory was requested to repeat the original sample and collect a new patient sample. Ft4 reagent lot number used for patient testing was 443835 with an expiration date requested but not provided.

Manufacturer narrative:
Based on the available data and the field service actions, the investigation determined the service actions resolved the issue.